Manufacturer narrative:
Device was not returned for eval. Investigation is on-going. If any new info is learned, a follow-up report will be submitted.

Event description:
It was reported that during a laparoscopic cholecystectomy the stryker spatula broke off at the tip. The tip was retrieved.